Event description:
It was reported that during a breast biopsy, the error code of l4-034 is displaying. The customer was able to finish the breast biopsies currently. There was no patient consequence reported.

Manufacturer narrative:
Evaluation summary: the analysis site confirmed the customer complaint of the "error code of l4-034" and replaced the if board to correct. The analysis site also found and replaced the u-handle, rear lcd housing, two phillips truss hd screws, and two pem stand-offs because the lcd would not lock into place, and replaced the lazy susan because it had missing bearings. Per the mammotome service manual, service test was performed with no functional faults found. As part of the standard ees service process, per sb 04-005 replaced the muffler, applied loctite to the foot/hand switch connector, and applied dow corning lubricant to the dc motors, and per sb 06-012, replaced the holster: if board to bezel. The device history record has been reviewed and has passed qa inspection.